Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved an unspecified plum 360 device. The reporter stated, the pump was put on battery in anticipation of transfer and the battery failed in the emergency department 30 minutes prior to transfer, while heparin was being infused. The patient required an additional lab drawn at 21:04, resulted at 22:04. Infusion restarted 3 hours after the transfer. Patient had to be re-bolused just prior to pump failure and the staff waited for the lab result. It was reported that this pump is in service and they are having no issues currently. There was a patient involved and unknown harm.